Event description:
New information noted that patient was in stable condition. Physician elected to monitor the patient. The patient will not be seen in clinic due to covid-19 precautions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. An error message of max episodes reached was noted on the transcripts and only one episode was stored. A display anomaly was suspected. Patient would present in clinic for assistance.